Manufacturer narrative:
Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
: It was reported that the healthcare provider noted that a lead was implanted on (B)(6) 2023 due to the malposition of percutaneous spinal cord stimulators. The patient had removal of two stimulators due to 'malpositioning'. Patient leads were removed and a paddle lead was placed.

Event description:
Additional information from the hcp indicated that the leads were explanted on (B)(6) 2023. They stated that the paddle lead was implanted on the same day. They noted that the patient has had several revisions and was not able to capture pain relief. Therefore, the paddle lead was placed. The hcp has not seen the patient since (B)(6) 2023.

Manufacturer narrative:
Continuation of d10: product ID 977a260, serial# (B)(6), product type: lead. Product ID 977a260, serial# (B)(6), product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.